Event description:
Physician was performing a left total knee arthroplasty, image guided using stryker triathlon knee system, #4 femoral component and #5 tibial component, a 13 mm tibial bearing cs component, 39 mm patellar component. Upon removal of the pins for the trackers, the femoral pins came out easily. The tibial pins were harder to get out and when they were removed, less than a quarter inch of the pin was left in the bone, most likely in the posterior tibial surface. It is technically a complication of pin breakage but it should not cause any difficulties and there is no need to remove this small piece of metal. Both pins did break.what was the original intended procedure?left total knee arthroplasty.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.